Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that when performing the pre-use-check test, the device generates an error message "turbine accuracy testing" and stops. No further information has been provided. During evaluation of the provided device logs, an alarm indicating turbine module stand still detected and turbine age too old was found. The recommended action is to replace to turbine module. No parts was mentioned as replaced or returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed the turbine accuracy test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).